Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported ¿breast began encapsulated¿, ¿several treatments to break the capsule¿ and ¿doctor removed the implant and the capsule, the implant was implanted again and ¿the capsule never went away¿. This record is for the right side. Device remains implanted.